Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged without maneuvering the usb cable to a certain orientation. Customer has tried multiple usb cables and encountered the same issue. It was also reported that the pump's fill estimate was inaccurate. Customer reported a blood glucose level of 300 (mg/dl), and indicated that a correction bolus was delivered. Although requested by tandem technical support, no further information was provided on these reported events.